Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned and evaluated by olympus. In addition to the findings, evaluation found water tightness was lost due to a cut on the bending section cover, the bending section cover adhesive was detached, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the epoxy on the bending section cover of the uretero-reno videoscope was worn. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the bending section cover and bending section were broken. The report is being submitted due to issues found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that excessive force was applied to the passive bending part, the cable support was cut, and it jumped out of the bending section rubber. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.". "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged.". Olympus will continue to monitor field performance for this device.